Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty obtaining glucose readings after pairing a dexcom g7 sensor with the ilet due to an incorrect sensor code entered during setup; the correct code was subsequently entered and the devices were successfully paired. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included successful restoration of sensor pairing without need for medical care or hospitalization. Investigation included user guidance, verification and correction of the sensor code, and reattempted pairing with monitoring to confirm data acquisition. Investigation of this case revealed user-related setup error leading to temporary loss of glucose data until the correct sensor code was applied and pairing completed. It was concluded, based on previously established findings for similar reports, that the cause was user error during configuration.